Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for chronic low back pain and cervical radiculopathy. It was reported that patient was having issues in (B)(6) 2016. The patient was sick, then the patient's back started hurting and the pain came back really bad. The patient then noticed he was not feeling stimulation as strong as he did when he moved his neck a certain way and then the patient stopped feeling stimulation. The patient went to use the implantable neurostimulator recharger (insr) to recharge but saw the reposition antenna screen and could not recharge as the insr was not communicating. The patient wasn't sure when he last recharged the ins. On (B)(6) 2016, the patient saw poor communication on the patient programmer and wasn't able to communicate with the patient programmer. The patient had an appointment with a healthcare professional on (B)(6) 2016.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.